Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2014 , 5867-3m adaptor, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It was noted that the rv lead was unable to be replaced due to vein occlusion. Therefore, the rv lead remains in use as the cardiac resynchronization therapy defibrillator (crt-d) was downgraded to a cardiac resynchronization therapy pacemaker (crt-p). No patient complications have been reported as a result of this event.